Event description:
It was reported that the superior vena cava (svc) connection has not been "ok" since implant so the svc impedance is known and accepted by the physician. However, since march 2011 there has been an increase in right ventricular (rv) impedance trends with high and varying impedance. The lead and device will be monitored closely and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with ten patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2008 and (B)(6) 2012. The weekly hv-lead impedance trend data shows high impedance for minimum superior vena cava defibrillator equal to 142 to inf (un-filtered data) ohms peak between (B)(6) 2010 and (B)(6) 2012. There was varying resistance/impedance. The weekly pace lead impedance trend data shows a spike increase for maximum right ventricular pace equal to 664 to 1808 ohms peak between (B)(6) 2011 and (B)(6) 2012. Sensing of interference/noise was noted with a ventricular short interval count (v-sic) equal to 20.4 counts average per day, in 30.44 days, between (B)(6) 2012.